Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Using the pod 5 / page 55: before applying a new pod, you must first select an appropriate infusion site. Due to ease of access and viewing, the abdomen is often used. Your healthcare provider may suggest other potential sites that, like the abdomen, typically have a layer of fatty tissue, such as the hip, back of upper arm, upper thigh, or lower back (figure 5-13 and figure 5-14 on the next page). Caution: change the site each time you apply a new pod. A new infusion site should be at least 1" away from the last site. (Using the same location repeatedly may reduce insulin absorption.) Living with diabetes 9 / page 107: warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site (see chapter 5, using the pod). 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that a patient's infusion site became infected after wearing the pod longer than 48 hours on the leg. A visit to urgent care was made and patient was confirmed to have a soft tissue infection. As treatment, patient was prescribed 2 medications and instructed to administer for a period of 10 days each (sulfamethoxazole and cephalexin). It should be noted that patient admitted to having allergy issues with the adhesive, as well. The device is no longer available as it was discarded at urgent care.